Event description:
It was reported that lead noise and increased capture threshold were observed. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced. The patients condition was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.